Event description:
The customer reported that the system would not perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the key switch. The system operates as intended.